Manufacturer narrative:
Report date: 20aug2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that the device had a touchscreen malfunction. Clinical usage is currently unknown but requests for further information have been made. There is no report of patient or user harm.

Manufacturer narrative:
The device was received by the philips bench repair. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty touchscreen. The bench technician replaced the touchscreen to resolve the reported issue. The device passed performance verification testing. Based on the service performed, the alleged malfunction was confirmed. Following the repair, the device was placed back into service.

Manufacturer narrative:
The removed touchscreen was returned to the failure investigation lab (fi). A visual inspection of the touchscreen revealed no evidence of damage or contamination. The fi technician installed the touchscreen into a fi ventilator to attempt to duplicate the reported issue. The touchscreen was tested, and the customer complaint was verified. The root cause was the ul_lr /ur_ll resistances and resistance ratio were out of specification.